Manufacturer narrative:
A revision procedure was performed and the lead was surgically abandoned. It was reported lead damage was confirmed at the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up appointment, noise episodes on this lead were noted. A boston scientific technical services consultant stated the noise was consistent with lead damage. No adverse patient effects were reported.